Manufacturer narrative:
(B)(4). Correction following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.

Event description:
It was reported that the bd luer-lok syringe barrel was cracked. The following information was provided by the initial reporter: it was reported by the customer that there was a damage to the needle area. Patient mentioned a slit inside near where the needle is. Verbatim: rcc received a complaint via email. Email(s) attached.received email. "Cts" received email. Cts called and spoke with customer. (B)(4). A close-up of a device description automatically generated find the answers you need in our support center a cross against a blue sky description automatically generated with medium confidence icon description automatically generated signature_987832386 a picture containing text, monitor, sign, television description automatically generated icon description automatically generated the information in this email (including any attachments) may be privileged and/or confidential and is intended only for the recipient(s) listed above. Any use, disclosure, distribution, or copying of this email is prohibited except by or on behalf of the intended recipient. If you have received this email in error, please notify me immediately and destroy all copies of the transmittal. Thank you. "

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, the complaint could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.